Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and an unknown watchman closure device was implanted on (B)(6) 2025. The patient reports eliquis being the "worst medicine I have ever taken" and reports nosebleeds from the medication and a clot "stuck to the outside of watchman that has to dissolve". The patient reports still having to take a blood thinner but now on xarelto. No further details are available at the time of this report.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.